Event description:
It was reported that the console screen failed to display the rotational speed. A rotablator console was selected for use. During the procedure, it was noted that the speed reading was not displayed on the screen, even when the foot pedal was switched. There were no patient complications reported.